Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received unexpected power loss alarm. The customer¿s blood glucose level was 111 mg/dl. The customer did not receive a low battery alert prior to the off no power. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. The stop (idle) current and run current measurement tests are within specification. Unit also passed displacement test, self test and off no power alarm test. No failed battery test alarm noted during testing.